Event description:
It was reported that (3) devices were used during a laparoscopic nissen. It was reported by the rep that the scrub tech assembled the new luke handpiece of the lcsc5 with the correct amount of torques. The lcsc5 flat-lined. After a second failed attempt, the scrub tech, then took the assembly apart and then re-assembled it, torquing. The retorquing caused the ribbed tip to break off into the lcsc5, which was disposed of. The second handpiece was flat-lining as well. Autosure and endogia was used to complete the case.